Event description:
The following information was provided: revised a right hip due to dislocation. The primary surgery was done with competitor implants, then in 2017 revised it to a competitor constrained liner and a stryker rest mod with 28+4 cocr head. Revised the liner and head to a competitor 36 elevated rim liner and a stryker 36+7.5 head.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.